Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for band esophageal varices. According to the complainant, it was not possible to deploy the bands. There was no damage noted to the device, or difficulty setting up the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found all seven bands loaded on the ligator head; five were partially deployed. The suture was cut, most likely by the user to allow the ligator to be removed from the scope. The teeth of the ligator head were damaged. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for band esophageal varices. According to the complainant, it was not possible to deploy the bands. There was no damage noted to the device, or difficulty setting up the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.